Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. (B)(4). No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The led failed due to vibration of the device. The fse replaced the power switch overlay and the issue was resolved. The fse also replaced the oxygen inlet filter, air filter and cooling fan filter as part of preventative maintenance.

Event description:
It was reported that the unit's light emitting diode (led) failed. There was no patient involvement. Event date not specified; estimate used.